Event description:
Procedure: lap cholecystectomy. Reportedly, while in use a blue piece of the seal fell into the cavity. It was retrieved and the surgeon used another device to finish the procedure.